Manufacturer narrative:
Date sent: 3/25/2008. Info not available, device not returned for analysis.

Event description:
It was reported that during a lap chole procedure, the clips looked as if they were formed correctly and the case was completed. The next day, it was discovered the patient had a bile leak and a reoperation was required. No additional information known.